Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the suspect device log files was verified by technical support. It has been determined that the blower is defective and needs to be replaced. Found out that user fault, the blower driver fets overheated due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics. Vyaire medical submitted initial report in accordance with 21 cfr section 803.56.

Event description:
The customer reported that the bellavista 1000 ventilator is giving alarm 316 "blower failure". The customer confirmed that there was no patient involvement associated with the reported event.